Event description:
Boston scientific received information that this left ventricular lead displayed high thresholds along with high pacing impedance levels greater than 2000 ohms due to a lead dislodgement. At a normal device replacement procedure, the lead was explanted and was not replaced. No adverse patient effects were reported.

Event description:
Additional information was recently received from the clinic that there was an additional allegation of a lead fracture along with the allegation of dislodgement. The fracture was suspected due to a chest x-ray and echocardiogram which confirmed the issue. No further information was given and no adverse patient effects were reported.

Manufacturer narrative:
The lead was explanted. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
At this time, the lead has still not been returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.